Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter there was only one suture in the package and there should have been two. No patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device opened by account. Visual inspection of the sample noted that the sample contained only two needles, the correct quantity for this product is four needles. No additional abnormalities were noted. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis resulting from incorrect execution of the assembly process. Retaining of this product is a manual process. In this instance, a suture was not included in the package due to an error by the assembler. Awareness training for this defect had been completed. Since this product was manufactured prior to that awareness training, the same awareness training will be adequate to encompass this complaint as well. Awareness training is attached. The product analysis established a relationship between a device failure and the reported incident of incorrect quantity. A cross functional team has reviewed the risk and rate of occurrence for this failure mode and complaint mode and has determined that no corrective actions are warranted at this time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.